Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The custome reported via phone call that they had no delivery alarms while priming. The customer stated the issue occurred three times and the alarm was resolved by a change of reservoir. Customer's blood glucose was unknown at the time of the call. The customer was advised to call back when the alarm occurs to troubleshoot. The customer declined to return their products for analysis.